Event description:
It was reported on (B)(6) 2016 that the ac adapters for the malfunctioning handheld devices had been discarded.

Event description:
The handheld and software were returned for analysis on (B)(6) 2016. Product analysis for the handheld was completed and approved on 04/26/2016. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The back-up battery was removed. The back-up battery voltage with no load measured 414mv (nominal 3v). This is an indication that the back-up battery has been depleted. The handheld device was powered using a known good ac power supply adapter with no observed anomalies. The back-up battery indicator read 0%. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. A known good back-up battery was substituted into the handheld and the battery indicator read 100%. This is evidence that the handheld battery indicator is operating properly. The known good battery was removed, and the original battery was re-installed into the handheld. The handheld's main battery was fully recharged successfully using a power supply adapter. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician's handheld computer was not powering on. The physician's office indicated that troubleshooting was performed; however, this did not resolve the issue. The handheld is expected to be returned for analysis, but has not been received to date. No patients were affected.